Event description:
It was reported on august 6, that when the c-arm was in standby status, it rotated on its own. A field engineer examined the device and found that is due to a faulty switch. The field engineer replaced the switch and the issue was resolved. No injury was reported.

Manufacturer narrative:
An investigation was completed: it was reported that the c-arm experienced a rotation malfunction while in standby status. A field engineer examined the equipment and found that the gantry switch was stuck. The right gantry switch was replaced to resolve the issue. No patient/user injury was reported. A review of the device history showed that the issue did not return after the gantry switch was replaced. The gantry switch was replaced; however, no parts were for further investigation. The gantry switch was 5789 days old at the time of replacement. The part was not returned for further investigation. The probable cause of the un-commanded c-arm movement is due to an issue with right gantry switch. Further investigation could not be carried out as the part was not returned for evaluation. Due to the limited information provided and lack of part return, the root cause of the side switch banks, and flipper switch failure could not be determined. Conclusion: based on a review of the complaint, a CAPA is not needed at this time as there was no patient or user harm. Additionally, the risk is considered improbable based on the occurrence. Future events will be monitored and trended. Complaint confirmed: no device history record (DHR) review: UDI: n/a ¿ this system was manufactured prior to the FDA¿s UDI rule (2013-23059) published in 2013 and effective for class ii systems (such as the selenia) starting (B)(6) 2016. Sku: sel-00005. Serial number: (B)(6). Date of manufacture: 20jun2008. Installation date: (B)(6) 2008. Incident date: (B)(6) 2024. Date of part manufacture: unknown ¿ there is no listed date of part manufacture. Complaint history: there were no complaints related to this prior to or since the event. DHR review: since our records have no previous gantry switch replacements, a DHR review was performed. There were no discrepancies found in the DHR related to the gantry switch. The gantry switches were installed on this gantry with no issues noted.